Event description:
In an article title " eval of percutaneous balloon kyphoplasty in the treatment of vertebral body compression fractures due to multiple myeloma", the following events were reported: three pts had asymptomatic cement extravasation. No additional info was reported.

Manufacturer narrative:
Report source: article title "w4-03: eval of percutaneous balloon kyphoplasty in the treatment of vertebral body compression fractures due to multiple myeloma" by s. M. Joshi, m. Khan, n. K. K. King, h. Ellamushi & j. Yeh. Method: device not returned; internal review of literature; followed up with author.